Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet user experienced repeated insulin occlusion alarms despite multiple full supply changes, education on proper tubing priming and air-bubble removal, and use of alternate infusion sets and locations; the device ultimately required replacement. Symptoms included hyperglycemia with a maximum reported blood glucose of 254 mg/dl. Outcomes included self-management with a 2-unit manual injection and no medical intervention or hospitalization. Investigation included remote troubleshooting, user education on priming to the steel cannula, air-bubble mitigation during cartridge fill, infusion site rotation, and replacement of infusion sets and connectors from different lots. Investigation of this case revealed persistent occlusion alerts not resolved by supply changes or technique correction, consistent with an insulin delivery occlusion alarm condition. It was concluded that a malfunctioning u2 chip contributed to the repeated occlusion alarms.